Event description:
It was reported that the customer experienced low blood glucose levels (40-50 mg/dl). Customer ate a snack to stabilize blood glucose levels. Reportedly, the customer started on the pump without going through training and increased his basal setting without guidance from his healthcare professional.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.